Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial:(B)(6) ); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they were trying to use the controller and everything just quit. Patient stated they had nothing but a black/unresponsive screen. Patient had used the controller just before to charge the implantable neurostimulator (ins) and they had to turn it off and when they went to turn it back on but the controller would not come back on. The patient stated they have been having some problems on and off with recharging the implanted neurostimulator for a year - pt then stated for a long time patient stated it seems like it works good and then it quits working. Patient services (pss) had patient remove the li battery and plug the controller into ac power patient verified the controller powers up. Patient put the li battery back in and verified the green light is flashing on the top of the controller. Patient verified the controller is 60% and the implantable neurostimulator (ins) is in the red. Pt connected the recharger (rtm) cord and reported a message that the battery is empty and needs to be replaced pt connected to the ins to charge briefly but then reported seeing poor recharge quality and checkig recharger. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n [(B)(6)], revealed : complaint unverified. Found no issues with finding or charging ins. White arrow rubbed off connector. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.